Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal unraveled while loading the seal into the delivery tube. The hosp and not provided any additional info. No pt complications were reported by the hosp.